Event description:
It was reported that device had an error message/check plunger sensor error. The biomed technician had checked the numbers, and they were way off, and she rechecked them and could not calibrate them. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log showed check syringe plunger senor error. Functional testing confirmed the customer reported issue. The investigation determined that the cause of the issue was an incorrect plunger head assembly. Plunger head timing plates were not set properly to causing, "check syringe plunger senser," error when syringe is installed. The timing plate and plunger head assembly were re-set and re-assembled.